Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient received a blood glucose reading of 42 mg/dl and she did not trust this result because she felt a malaise. She went to the hospital and her blood glucose measured 312 mg/dl. The time frame between the results is unknown.